Event description:
It was reported that the customer had a drive support cap that was sticking out. Customer pressed the cap while connected when she tested it. It happened during normal use. Pump will be returned for analysis. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and loose and or protruded drive support disk.